Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11011r20, implanted: (B)(6) 2002, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that the drug was programmed incorrectly. A session data report from 2013 showed a 5000mcg/ml concentration, but had a handwritten note that said that the concentration was actually 2000mcg/ml. Since the pump was replaced for nearing end of life, the healthcare provider (hcp) did not have a printout saying what was filled in the pump that date. The reporter was told that the low reservoir alarm date was (B)(6) 2014. It was calculated that, using a 2000mcg/ml concentration with the current dose, the low reservoir alarm would occur on (B)(6) 2014. The device system was used to deliver baclofen 525.3mcg/day. Additional information was requested but was not available at the time of this report.